Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient remained unconscious and exhibited seizure activity. It was noted that a computerized tomography (CT) scan was performed but did not confirm anything ¿too clear.¿ the patient was transferred to a neurological department and a magnetic resonance imaging (MRI) scan was performed. The MRI confirmed a cerebral infarction, however, there was no confirmation this was caused by air embolism and/or blood clot. The patient was transferred to another hospital and regained consciousness. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50012 ¿the refrigerant path is obstructed¿ unrelated to the clinical issue. The data files also showed multiple injections were performed. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (cerebral infarction). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.